Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump may have suffered water damage. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.